Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator alarmed for fluctuations for o2 during patient treatment. There was no patient harm. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). No investigation of the reported event has been performed. No device logs have been received. We are therefore unable to confirm the reported event. The customer has not requested any service of the ventilator. According to received information from the hospital biomedical engineer the ventilator has remained in clinical use without further issues reported. With the limited information available, the cause of the reported event cannot be determined.

Event description:
Importer ref. #(B)(4). Manufacturer ref. #(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
Importer ref. #:(B)(4). Manufacturer ref. #: (B)(4).